Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On (B)(6) 2024, it was reported by the patient that tube was bent in the beginning. Pateint replaced high reading over 200 - delivered bolus. The blood glucose level was reported high during the event. Pateint used insulin pump system within 48 hours of reported high bg event. No further information was available.